Event description:
It was reported that the asymptomatic patient presented. The right ventricular lead exhibited increasing impedance. No intervention was performed at that time. On (B)(6) 2017, the patient was brought in for a revision procedure. During the procedure, the lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead was returned in six pieces along with a lock pin, the connector portion measuring 14.2 cm. While the five portions of cables measured 2.4 cm each for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.